Event description:
Customer reported that he had a blood glucose of 373 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. During manual priming, insulin exit the tubing and no leaks or air were found. Customer was advised to change the entire set, reservoir and insulin. Customer stated he could not pull the set straight out from the body, so on occasion, the needle would come out bent. The cannula was not occluded. Customer later called to perform high pressure test. His blood glucose was 400 mg/dl earlier on the date of reporting and was at 157 mg/dl at the time of reporting. He had treated with manual injection. The high pressure test was performed and passed. Customer stated that he had a bump at the last set change but there was no soreness or irritation. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.